Event description:
No osseointegration, no thread tap used, primary stability was achieved, implant wasn't completely covered by bone, peri-implantitis, mobility. Thin mandibula, radiologically nevertheless good.